Event description:
The customer reported the system displayed a "kv on in error" error message. This error may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. Connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.